Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, product type: crtd, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alert was related to high impedance on the left ventricular (lv) lead. The alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.